Event description:
It was reported following a carotid angiogram a 6f angio-seal device was used to seal the arteriotomy site and hemostasis was achieved without difficulties. The pt was discharged. The pt presented to the accident and emergency room approx 16 days later with symptoms of pain, numbness and stated it felt like "pins and needles" in their leg. Reportedly, prior to going to the hosp the pt had seen the general practitioner 3 times and had been given antibiotics-date and dose unknown. Nerve conduction studies were performed revealing no femoral nerve damage; later that same day following an assessment by a surgeon, a cut down procedure of the femoral artery under local anesthesia was performed by making a vertical incision over the palpable angio-seal. It was reported the surgeon could see the angio-seal device was sealing the artery. He then removed the collagen stating " the cuff was irratating" and was shaved off; the groin was closed. The pt was discharged the following day.